Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two cracks were seen approximately 5 millimeters apart at the proximal portion of the pacing lead before the thicker tubing that connects to the pin connector. It was noted that the conductors were visible with manipulation and the area between the cracks suggested insulation degradation. The pacing lead was capped and replaced successfully. No patient complications have been reported as a result of this event.